Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was reported the device was used in a calcified common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that after a transcatheter aortic valve implantation (tavi) procedure, suture placement was achieved in a heavily calcified common femoral artery with two proglide devices using the preclose technique. The arteriotomy was 8f and the sheath was upsized to 18f for the tavi procedure. Reportedly, after the tavi procedure was completed and hemostasis was completed with two proglide devices using the preclose procedure was competed, the patient had complications due an "artery rupture." A cut-down procedure was performed and a covered stent was placed to stop the bleeding of the ruptured artery. There were no reported adverse patient sequelae. There was a reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported patient effect and the relationship to the device, if any; however the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. As a result, a similar incident query was not performed as the complaint details and the lot history record review did not identify a potential device issue related to the reported patient effect(s). Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, three fluoroscopic cines were reviewed by an abbott medical advisor. The following are the interpreted cines analysis: it can be confirmed in the first image of the guidewire and closure device in place. In the second cine the injury to the distal right common femoral artery resulting in perforation can be seen. In the third cine a covered stent has been placed and the arterial injury is completely resolved. No additional information was provided.